Event description:
A malfunction was reported on the pump, indicated by a malf 12 code. There was no reported impact on the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the caller in performing the reset, and ensured that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again.